Event description:
Reported stated that a capillary sample was obtained from an unconscious pt and tested (unk if fasting / non-fasting), using an unk type blood glucose monitor, with a result of 72 mg/dl. Reporter stated that, approximately 10 minutes later, a venous sample was obtained from the same pt. The venous sample, when tested with the suspect device measured "lo" (< 10 mg/dl), and when tested by the hospital's reference lab, measured 27 mg/dl. According to reporter, pt was not treated based on the original result of 72 mg/dl; pt was however, given glucose based on the result of "lo". Pt's current condition: discharged from the facility. Reporter indicated that qc testing had been performed, on the suspect device, and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.